Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was scratched and the lens was left in the patient's operative eye. It was reported they think it might be associated with the cartridge of the inserter possibly scratching the periphery of the lens. Through follow up it was learned that the scratch was located on the outer edge of the optic, not within the visual field. Therefore, the iol remains implanted as the location of the scratch does not affect the vision of the patient. There was no patient injury, nor, no medical/surgical intervention outside of the standard of care was required. No other information was provided.

Manufacturer narrative:
Section a2,a4, a5: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.